Manufacturer narrative:
(B)(4). Additional lot numbers continued: r272,dn131,id421.

Event description:
A review of the events indicated that eight (8) patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that patient sample tests produced two (2) unexpected false negative results for the anti-k antibody; two (2) for the anti-e antibody; one (1) for the anti-fya antibody; one (1) for anti-jka and one (1) for anti-c. Two (2) instrument malfunctions produced inaccurate aborh results for anti-d based on historical information for the patients using the abo forward typing assay. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.